Manufacturer narrative:
Concomitant medical products: d224drg, ICD. Implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead tripped a lead integrity alert for high impedance and oversensing. It was noted that muscle stimulation could be reproduced with pocket manipulation. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.